Event description:
The pt experienced a return of symptoms 3 months ago. The physician stated that the lead was damaged/broke. Impedance measurements were over 4000 ohms. The pt had the device explanted and replaced. Follow-up info from the physician indicated, the lead and neurostimulator were replaced. Impedances and lead functions were verified and reported as good. No surgical complications were reported.

Manufacturer narrative:
(B) (4).